Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using ruby coils, a non-penumbra microcatheter, and a non-penumbra guide catheter. It should be noted that the patient's anatomy was tortuous and calcified. During the procedure, the physician encountered resistance while advancing a ruby coil through the microcatheter and it became stuck inside. The physician made several attempts to retract the ruby coil without success and, subsequently, the ruby coil unintentionally detached inside the microcatheter when the distal end of the coil was in the middle of the microcatheter. Therefore, the microcatheter containing the detached ruby coil was removed, and the coil was pushed out of the microcatheter on the back table. The procedure was completed using a new ruby coil of the same size, additional coils, the same microcatheter, and the same catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned ruby coil confirmed that the embolization coil was detached from the pusher assembly. If the ruby coil retracted against resistance, damage such as an sr component fracture may occur. This damage likely contributed the embolization coil detaching from the pusher assembly. Further evaluation revealed pusher assembly kink and offset coil winds on the embolization coil. This damage was incidental to the reported complaint. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.